Event description:
Physician performed biopsy of colon polyp via video-colonoscope. Physician reported that co electrocoagulation device malfunctioned with multiple lines coming on the tv screen and with poor coagulation. Biopsy site would not stop bleeding. Pt taken to surgery. Pt's previous coagulation parameters (pt,ptt, & platelet count) had been normal. Other relevant history, instrument checked by in-house biomed-all readings within factory specs.